Manufacturer narrative:
B5 additional information received. Investigation opened for purge cassette see MFR 1220648-2026-08650. E4 inadvertently omitted on the initial manufacturer device report.

Event description:
Extremely slow leak from purge. Unsure of origin, does not appear to be from leur- lock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported hematoma present at the impella 5.5 site. The nurse noted ¿it is resolving and is not growing in size.¿

Manufacturer narrative:
Fluid leak: the cause of the purge leaking from the sidearm was not determined due to no product returned and insufficient clinical details.